Manufacturer narrative:
Failed battery test due to corroded battery tube. Unable to perform the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to failed battery test anomaly. Pump passed stop current and run current test. No blank display anomaly noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent reported that they were keep replacing the battery and when they wakes up in the morning the insulin pump was turned off and also reported that the insulin pump was not giving warning like low battery and just gets turned off. The customer was assisted with troubleshooting and the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.